Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow up initial testing of this device appeared to have good measurements. Two stored episode were reviewed and showed noise on the right ventricular channel resulting in inhibition of pacing for > 2 seconds. The episode was terminated with a ventricular pacing. The patient was not symptomatic at the time. During provocation testing there was mild noise when the patient had their arm in front of their body and brought it across their chest (like a half hug), this was insufficient in amplitude to be picked up by the device. It was noted that the patient had an electrical blanket but it was not plugged in, however it was noted that the patient had a new sensor system installed at their house. The patient noted that they did not get up in the middle of the night, and thinks they were asleep most of the night and not moving around at the time of the event to be impacted by the new sensor system. For the time being the sensitivity of the device was decreased to accommodate largest noise signals observed and reduce oversensing. A review of the case by boston scientific technical services (ts) noted that the noise does not appear to be an electromagnetic interference (emi) source which was present throughout the home. Ts discussed guidance for sensors and implanted systems. No adverse patient effects were reported. This device remains implanted.